Event description:
The facility reports the resident was being transferred from the wheelchair to the bed. When the lift was in the highest position, the bock broke and the resident fell to the floor. The resident hit the wheelchair first before hitting the floor. An x-ray was taken or the resident's lower extremities but no injuries were reported.